Manufacturer narrative:
(B)(4). The lot was manufactured from may 27, 2015 to may 28, 2015. The device was received for evaluation in a plastic bag. Visual inspection showed that the device was missing the blue winged luer cap. However, the device was not returned in its original package, so the reported condition could not be verified. A batch review was conducted for the reported lot and there were no deviations found related to this reported condition during the manufacture of the lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged cap was missing from a small volume intermate. This was noted before use. There was no patient involvement. No additional information is available.